Event description:
Caller alleged imprecision with the inratio meter. Results as follows: date: (B)(6) 2012, inratio results: initial: 1.5, repeat: 3.5, second repeat: 3.5.

Manufacturer narrative:
Investigation pending.